Event description:
The customer reported that while he was reprocessing his olympus evis exera iii video system center, the unit wasn¿t connecting to 180 series scopes properly. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The physical connection was not found damaged. However, the printed circuit board was damaged and caused no image to appear on the display. Additionally, dust was discovered inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/printed circuit board could not be identified. However, it¿s likely the cause is related to the dr board¿s (printed circuit board) op-amp circuitry being affected by a change in countermeasures, or there was a bad connection with the video connector. It was confirmed that the dr board was changed on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.